Manufacturer narrative:
The review of provided data confirmed the reported issue: the provided data from 29 july 2024 shows abnormal electrical measurement and records of non-sustained episodes. The subject device has been implanted on 20 february 2019 and has been connected to the ICD lead plexa s65 from biotronik on 20 february 2019. It has been reported on 8 august 2024 that the ICD lead (non microport lead) has been explanted and replaced on 2 august 2024. The remote monitoring data from 29 july 2024 were provided: the ventricular sensing histograms presents with ventricular oversensing in the vt and vf. From 25 january 2024 to 29 july 2024, - the ventricular detection is stable. - the averaged ventricular impedance is almost stable and shows a slight decrease since mid of may - the impedance curve present with low measurements since mid of may, most probably due to an insulation issue: the rv coil continuity shows very low values since beginning of may. All recorded episodes show ventricular oversensing of non-physiological signals, most probably due to insulation issue on the ICD lead (non microport lead). The subject device presents normal functioning. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, abnormal parameters on vd lead (biotronik plexa) with several non sustained events with noise aspect.

Event description:
Reportedly, abnormal parameters on vd lead (biotronik plexa) with several non sustained events with noise aspect.